Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Product requested, not yet received.

Event description:
It was reported that the lag screw began shedding metal debris when used with the guide. It is unknown whether any pieces fell into the patient; however, no delay in the procedure occurred as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device shows significant damage to the outer perimeter of the hex in the head of the screw. This confirms the report of material shaving away from the device. It is unknown what driver and plate were in use when the screw head stripped, so no definitive statement can be made about the role of these items in this event. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the lag screw began shedding metal debris when used with the guide. Shavings fell into the patient and were retrieved. Procedure was completed with another screw. No other adverse events are reported as a result of this event.